Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On approximtely (B)(6) 2024, the patient was doing laundry early in the morning. She did not have breakfast and after doing laundry she sat down and rested but suddenly felt funny and tired. Her cgm readings that time was around 50 mg/dl. There was no bg taken. The patient went to the kitchen to grab something to eat or drink to bring up the low readings from the sensor. But it was too late and she passed out. Her husband was also at home and called 911. The patient regained consciousness inside an ambulance parked outside her house. Emergency medical technician's (emts) treated her with IV fluids. The patient could not remember happened after since the incident happened a year ago. She forgot what the readings from her cgm sensor was before she received IV or what was the readings after getting the treatment and what the bg was by emt. The patient was a little tired after the incident, so she decided to stay home and was not taken to the hospital. At the time of the report the patient was doing okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.